Event description:
During a lap nephrectomy procedure, instrument error. Test tip was used and it was found that the error was in the disposable. Opened new shear to complete case. One device is being returned for analysis.